Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The blood glucose monitor is suggesting more insulin units in the insulin bolus corrections and meal boluses. On (B)(6) 2021 at 2:39 a.m., the patient obtained a blood glucose result of 295 mg/dl. She ate a plum fruit, hadn¿t inserted the carbs, and the blood glucose monitor suggested 24 insulin units of bolus. The patient was sleepy at that time of morning, she didn¿t verify it correctly, and administrated the total amount. Later in the morning at an unknown time, the patient's mother called and she was not responding. The blood glucose result was 20 mg/dl. The patient experienced symptoms of sweating, nausea, and her body curved. The patient was brought by her mother to the hospital as she was unconscious. The blood glucose result at the hospital was 24 mg/dl. At the hospital, she stayed on a drop with glucose and she had performed arterial blood gases exams to check the need for electrolytes. The patient was released from the hospital at 8:00 p.m. On (B)(6) 2021.